Event description:
It was reported that the user received an occlusion alert on the ilet, noted persistent hyperglycemia around 256 mg/dl for approximately three hours, and performed a supply change after the alert; no further occlusion alerts occurred post change. Symptoms included hyperglycemia. Outcomes included no hospitalization or medical intervention beyond customer-guided troubleshooting. Investigation included customer counseling and troubleshooting regarding potential infusion set occlusion and cannula issues, including guidance to change the infusion site to assess for a bent cannula; the user declined a site-only change at that time. Investigation of this case revealed that the occlusion alert resolved after the supply change, while elevated glucose persisted at the time of the call. It was concluded that the event involved an infusion set occlusion that resolved after replacing supplies, with ongoing hyperglycemia management deferred to the user. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.